Event description:
While treating a pt (age & gender unknown) the device discharged successfully once at 120 joules, a second successful discharge at 150 joules. However, while attempting to discharge at 200 joules the device displayed a "bridge test failed" message and failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.